Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on the greater curve during a laparoscopic sleeve gastrectomy, the device stopped when the surgeon was attempting to fire the stapler over the tissue. It was also reported that there were malformed staples. The surgeon continued to use the same stapler and was able to finish the case. There was no patient injury.